Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl. After realizing elevated bg levels, the patient found the needle deployed the cannula early during the activation process. The patient did not wear the pod. The patient discarded the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.